Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event occurred in (B)(4). Reported even was confirmed by visual inspection of incomplete returned device. Visual evaluation identified that the tip of the drill bit had fractured. The broken portion was not returned. Dimensional analysis identified no deviations and hardness test determined that the hardness was conforming to the print specifications. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Event date unknown

Event description:
It was reported that this drill bit was fractured during procedure. This surgery was finished with backup drill bit. No adverse event noted to patient. Attempts to obtain additional information have been made; however, no more is available.